Event description:
Customer reported a power source alert with the pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support decided to replace the pump after various attempts to resolve the issue, including using different charging cables and wall adapters, were unsuccessful. The customer was instructed on how to put the pump into storage mode and agreed to return it to tandem using a prepaid label within 10 days. Meanwhile, the customer planned to use multiple daily injections (mdi) as backup therapy to ensure insulin delivery continued uninterrupted.